Event description:
It was reported to medtronic minimed that the customer experienced issues uploading pump data to carelink, with crashes due to the java plug-in being blocked by browser security settings (mac and safari). The customer also reported screen lag, with delays of 2 to 3 seconds when navigating through the pump, affecting most screens for about a month. The customer reported no adverse event. The event involved product(s) mmt-1780kcu. Troubleshooting was performed, which included walking the customer through running java in unsafe mode on safari 9, which resolved the upload issue. The customer was advised to talk to the site coordinator about arranging a replacement pump due to the recurring screen lag. No harm requiring medical intervention was reported. The product was not returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit power up properly after battery installation. Unit received highsleep current due to faulty c56 at pcba 1. Unit passed selftest, rewind,prime/seating test, basic occlusion test, occlusion test, force sensortest and displacement test. Unit received with all buttons respondingproperly and no delay while browsing screens after button pressing wasnoted. Unit was downloaded to carelink pro successfully. Unit receivedwith faded serial number label. Unit received with cracked keypadoverlay at select button. Unit received with minor scratched lcd window,case and keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.